Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose while using the ilet system, with the caregiver indicating that meal announcements were being entered and that infusion sets were 23 in tubing with 6 mm insets; the caregiver received assistance updating ilet firmware and syncing data, and education was provided on proper meal announcements as well as site rotation to reduce scar tissue. Symptoms included hyperglycemia. Outcomes included no hospitalization and management through education and device use optimization. Investigation included review of synced device data, technical support troubleshooting, and user education on meal announcement timing and infusion site management. Investigation of this case revealed use of meal announcements as corrections for high glucose and potential infusion site issues consistent with reduced absorption from scar tissue, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors, including reliance on meal announcements for correction and suboptimal site rotation leading to possible impaired insulin absorption.